Manufacturer narrative:
The guide wire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 85% stenotic, 4cm in length and was located in the superficial femoral artery (sfa). The physician used a 6fr introducer sheath and a v18 guide wire to access the lesion. The v18 guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed multiple runs at low, medium and at high speed to treat the lesion. At the completion of atherectomy, the physician discovered that the tip of the viperwire guide wire had broke off. The tip of the wire was left in the popliteal artery and the physician completed the procedure via balloon angioplasty. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.